Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to flattened button dome switches. The insulin pump had an unexpected motor noise during the rewind due to a faulty motor. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump motor made a grinding noise and the rewind was slower than normal. The customer also reported that the up and down arrow buttons were not fully responsive. The customer did not recall the blood glucose reading or any significant event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.